Event description:
It was reported that there was a change in stimulation. It was stated by the caller that the implantable neurostimulator (ins) 'seemed to be malfunctioning, and it changed gears unexpectedly.' It was stated that the stimulation would 'suddenly' increase or decrease. It was noted that the day prior to report, the ins was set at 2.50v, when the patient got home and checked, it went down to 2.00v. The patient then turned it up to 2.80v and noticed it went down to 2.50v on it's own. It was also noted that the patient's feet weren't 'as numb as he thought they should be'. It was stated that the patient had been using sanders, drills, and power tools. It was stated that the patient was in 'horrible pain' a couple of nights ago because stimulation decreased to 1.00v, and when he notices changes, he sees the correct position on his programmer. The patient was redirected to their healthcare provider. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 8591-38, lot# d20370, implanted: (B)(6) 2012, product type accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-p4, lot# n328840, implanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).